Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had error codes 211.2 and 221.201 was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer is encountering and increased number channel errors when connecting the device to the pcu. Common error codes seen are 211.2 and 221.201. Customer has conducted preliminary testing and states that after flashing the pump, the device will operate normally for a few minutes, after which the same channel error will reappear. The customer has replaced the logic board in many of the devices. Following logic board replacement, the device will operate as normal, without channel errors. There was no patient involvement.